Event description:
Customer alleges a flame was seen at the power distribution cabinet. There was no indication by customer of smoke detectors alarming or of fire department being notified. There was no staff or patient impact reported.